Event description:
When the iab was inserted, the "helium loss" alarm sounded from the pump and the pump stopped. (Event complications: none from the event - reported 9/2/98. Pt's current status: unk - reported 9/2/98.)